Event description:
Imaging scans done approximately two years and nine months after the index procedure show an inferior vena cava (ivc) filter in place. No other information can be gleaned from the images. Additional information received per an amended patient profile form (ppf) states that the patient experienced filter tilt, perforation of filter struts outside the inferior vena cava (ivc), and filter struts are compressed. The patient became aware of the reported events approximately five years and ten months after the index procedure.

Manufacturer narrative:
Section h6: medical device problem code: code 2976 was used for 'shape altered'. As reported a patient underwent placement of the trapease vena cava filter which subsequently malfunctioned and caused perforation of the filter struts through the ivc wall. The patient reported becoming aware of filter tilt, perforation of filter struts outside the inferior vena cava (ivc), and compressed filter struts, approximately five years and ten months post implant. The patient also reported experiencing fear related to the filter. According to the procedure note, the indication for the filter implant was multiple deep vein thrombosis, and very difficult to control inr¿s and systemic anticoagulation. The filter was placed via the right femoral vein and deployed just below the insertion of both renal veins. The patient tolerated the procedure well and no immediate complications were noted during the procedure. The product remains implant and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU) and notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Perforation may impact adjacent organs. Compressed struts were reported, due to then nature of the complaint the reported event could not be further clarified. Without post implant imaging reports available to review the reported events could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of multiple deep vein thrombi. The filter was deployed just below the insertion point of both renal veins. The patient tolerated the procedure well and no immediate complications were noted during the index procedure. According to the patient profile form (ppf) the patient experienced fear related to this device. It was reported that a patient underwent placement of the trapease vena cava filter. The information received indicted that the filter malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the filter struts through the ivc wall. The patient is also reported to have experienced fear related to the device. The patient became aware of the reported events approximately five years and eleven months post implant of the filter. The indication for the device implant was a history of multiple deep vein thrombosis (dvt) and very difficult to control therapeutic levels of systemic anticoagulation. The filter was implanted via the right femoral vein below the level of the renal veins. A second venacavogram demonstrated excellent patency of the filter, also of note, the first venacavogram demonstrated no obstructive lesions in the vena cava. There were no immediate complications reported. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the reported perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Fear does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that device reported is an trapease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, the patient underwent placement of a trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the filter struts through the ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The trapease inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A perforation was mentioned in the brief. A clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the filter struts through the ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.